Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that saline was not running, the "technologist went to check the line and saw that a bubble had formed just past the blue connection". "Bubble" is interpreted as a bulge or ballooning of the silicone segment. Although requested no other information is available. There is no report of any patient harm.